Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) beeped twice for about 30 to 45 seconds, three weeks apart. The first time was previous to a doctor visit and the physician was notified but there was no follow-up to the patient and they do not recall the ICD being checked with a programmer. The device remains in use. No patient complications have been reported as a result of this event.